Event description:
The pt reported that the pump dispensed insulin during the load cartridge phase.

Manufacturer narrative:
The pump was returned to animas for evaluation. During evaluation, the force sensor assembly was found to be damaged and out of calibration.